Manufacturer narrative:
Device evaluation summary: the monitor sn: (B)(4) and electrode belt sn: (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Manufacture date: monitor: 3/18/2016. Electrode belt: 1/29/2014.

Event description:
A us distributor contacted zoll to report that a french patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. Per review of the download data, the patient was in asystole with CPR artifact at 16:14:55. The lifevest delivered a treatment shock at 16:51:31. The patient's rhythm was obscured by CPR artifact. The post shock rhythm was CPR artifact. During delivery of the shock, an impedance of 0 ohms was observed and the energy delivered in the shock was 6 joules. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. The response buttons were pressed after the treatment shock was delivered. It is unclear who pressed the response buttons. Motion/CPR artifact contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.